Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was placed on an anticoagulant medication regimen. At a routine follow up, imaging revealed a laminar device related thrombus (drt) that was layered and on the surface of the closure device. The patient had no adverse health effects and was placed on follow-up observation. No further interventions were performed. No further details are available. It was further reported the size was a 35mm watchman flx pro closure device. The imaging used to identify the thrombus was transesophageal echocardiogram (tee). It was confirmed that the patient remains under observation and there was no further intervention. The drt was not mobile.

Manufacturer narrative:
D6a: implant date added. D4: device lot information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was placed on an anticoagulant medication regimen. At a routine follow up, imaging revealed a laminar device related thrombus (drt) that was layered and on the surface of the closure device. The patient had no adverse health effects and was placed on follow-up observation. No further interventions were performed. No further details are available.